Event description:
The physician reported that during an implant attempt of the subject pacemaker, there were connection issues relative to the atrial lead channel. Specifically, it was indicated that there was no click sound when the set-screw was tightened. Furthermore, it was indicated that the lead was apparently securely connected when pulling on the lead, and there was atrial pacing. A second unsuccessful attempt to connect the lead was made after loosening the set-screw. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during an implant attempt of the subject pacemaker, there were connection issues relative to the atrial lead channel. Specifically, it was indicated that there was no click sound when the set-screw was tightened. Furthermore, it was indicated that the lead was apparently securely connected when pulling on the lead, and there was atrial pacing. A second unsuccessful attempt to connect the lead was made after loosening the set-screw. Another pacemaker was subsequently implanted instead.